Manufacturer narrative:
Date rec'd by MFR: 15aug2019. The gas delivery system assembly (gds) was returned to the manufacturer's failure investigation lab for evaluation. Visual inspection of the gds revealed no signs of physical damage and contamination. From testing, it was determined that the test ventilator utilized with the returned exhalation gds did not pass accuracy testing. The u1 (sensor air flow amp 1000 sscm) on the air flow sensor printed circuit board assembly was found to be defective and caused the air flow accuracy and o2 flow accuracy testing to fail. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 09may2019. The manufacturer's field service engineer confirmed the reported airflow issue. The manufacturer¿s field service engineer (fse) replaced the defective gas delivery system (gds) to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The manufacturer's field service engineer (fse) encountered the airflow accuracy test (pvt test 5) failure during preventive maintenance. There was no patient involvement.